Event description:
I received call from or staff member that a battery pack exploded. I found the handpiece on the counter in the outer room of or. It appears that the unit exploded-spreading a black powder over the counter and on the shelving. The double a batteries (5) were covered in the powder and definitely burned. The base of one of the batteries was totally separated from the battery and at a distance of 2-3 feet from the battery itself.